Manufacturer narrative:
If explanted; give date: n/a (not applicable) as there is no indication that the lens was explanted. To date the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a blue thread about 1 cm in length was found attached to the zct225 +22.5 intraocular lens (iol) upon opening the lens case. Per account, the thread was at the optic/haptic junction and was present out of the package. Reportedly, the surgeon removed the thread and implanted the lens into the left eye of the patient, without incident or change in technique. Post op the patient was reported being fine. No additional information was provided.